Event description:
It was reported that a mcm20 was used during an unknown procedure. It was reported by the affiliate that the instrument spitted (ejected) clips and also clips are delivered crossed (scissored). There was no consequence to the patient.